Manufacturer narrative:
5/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a bullectomy procedure, the instrument fired partially. The surgeon used another device without pt injury.